Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the user reported that the venous blood parameter module failed the traveling standard reference sensor test during MFR testing. Since the event occurred during routine testing, there was no pt involvement during this event.